Event description:
It was reported that the new episode recording activator will not work. It was confirmed the batteries are in correctly. Technical assistance suggested trying new batteries, and if that did not work then the activator should be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Follow with the manufacture representative indicated the new batteries were not tried and the activator had not been sent in for analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.